Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's father reported via phone call that the customer was hospitalized with diabetic ketoacidosis. Customer started experiencing high blood glucose the night before. Blood glucose value at the time of admission was 600 mg/dl; treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. Customer's father declined to check for site/set issues or the settings. The high pressure test was not performed as they didn't have a tubing clamp. The insulin pump passed the selftest. Current blood glucose is 236 mg/dl. It was advised to change the entire infusion set and reservoir.